Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 4 months. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the explant was procedure related and not related to any device malfunction or quality deficiency. No other details provided. Unfortunately, the subject device has been discarded. Therefore, the subject device cannot be assessed for any deficiency. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.